Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly and due to blank display. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had multiple off power alarm and prior to that several low battery alarm and failed battery even if they was using new batteries. Customer stated this was the second occurrence of off no power in less than 24 hours after low battery warning. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.